Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) old male patient, the device was unable to properly pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including stress testing, full functionality testing, ECG detection capability testing and all pacing functions tested without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed the device in manual pace mode. Each instance of the device in pace mode has the ppm set to a value, however the ma was set to "0". This would result in no energy being delivered. Additionally, an error message of ECG lead off occurred indicating one of the limb leads for ECG detection was in a fault state. The ECG leads are required for pacing, unless using electrode pads with pacing capabilities. The clinical data files or device accessories were not returned as part of this investigation. No trend is associated with reports of this type.